Event description:
On (B)(6) 2014 at 08:11 a.m., the customer had a blood glucose level of 511 mg/dl. Customer noticed the spirit combo insulin pump didn't deliver insulin. She primed the infusion set 3 times but the pump didn't deliver insulin. Blood glucose was brought under control by customer. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.